Manufacturer narrative:
Three portex clear soft seal cuff tracheal tubes were returned for analysis in new condition. The product was visually inspected with no discrepancies found. Functional testing was performed by inflating and deflating the cuff using a syringe while submerged under water; no discrepancies were found. Relevant documents were reviewed and deemed adequate. Training records, bell-out, fit inflation line and leak tests were reviewed; no discrepancies observed. Tracheal inflation line and leak test were done on 32 samples taken from manufacturing process; no discrepancies or leaks were observed. Based on the evidence, no fault was found as the complaint was not confirmed.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical portex clear soft seal cuff tracheal tube cuff failed to inflate while in use. There were no adverse patient effects.